Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing heating at the ipg site and ipg randomly turning off. In turn, surgical intervention took place wherein the ipg was explanted and replaced to address the issue.